Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (prime issue) issue. The reporter stated that the pump emitted ¿prime alarms¿. This complaint is being reported because the reported issue was not resolved and troubleshooting could not be completed. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 12/31/2015. Device evaluation: the pump has been returned and evaluated by product analysis on 12/11/2015 with the following findings: a review of the black box data showed evidence of loss of prime with low non-zero force. During testing, the pump successfully completed the ez prime steps. The pump cover was removed and no internal defect was found. The complaint was not duplicated during testing.

Manufacturer narrative:
Follow-up #2 submitted 12/31/2015. Correction: the pump was initially investigated on 04/21/2014. The pump was pulled for additional investigation related to this complaint (ez prime steps were completed successfully, and review of the force sensor assembly did not find any defects) which was completed on 12/11/2015. Alert date has been updated to 04/21/2014 to reflect the original date of investigation.